Event description:
It was reported that the fuses of the compressor were blown. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our fse (field service engineer) was not on site. The biomedical engineer of the hospital found out that the motor was not engaging due to failing capacitor and the fuses of the mains inlet were blown. We have not received any further information and the status of the compressor is unknown. No parts were received. If the compressor cannot deliver enough air pressure, the connected ventilator will alarm for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation. The root cause for capacitor error has not been established in this investigation. The cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power; bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system; chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection; dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. According to the user's manual, a preventive maintenance shall be performed after 5000 operating hours. It includes visual inspection of damage of parts and preventive cleaning of dust in the main inlet. H3 other text: 4112.

Event description:
Manufacturer ref.#: (B)(4).